Event description:
The issue involves cerner millennium power orders used for order management by physicians and clinicians. The issue may occur if powerorders is deployed with the ignore profilelock preference set to 1 (on) at the default level and set to 0 (off) at the nurse unit or facility level. With this configuration all aspects of interaction checking are not performed in the unit of facility including drug-duplicate, drug-drug, drug-allergy, and drug-food interactions for medications, continuous infusions, and new intermittent support. Patient care could be adversely affected if patient receives duplicate orders of the same medication, a medication to which the patient is allergic, or a mix of drugs that duplicate or react with each other.

Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4) 2014 to all potentially impacted client sites. The software notification includes a description of the issue, an alternative to prevent the issue from occurring and notification that a software modification is being developed to address the issue for all site s that could be potentially impacted. Cerner corporation will provide a follow up report when the software modification is available.